Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated and leaked was confirmed. Photo provided by the customer observed that the smallbore tubing was separated from the two outlet port female luer adapter that connects to the nac-zero. An additional separation was also observed per photo from the tubing to the inlet and outlet port of the y-parallel ports. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported a leaking midline. The midline was found intact and remained in the patient¿s vein but one of ports of the bifuse that was connected to the primary tubing was where the leaking appeared to have originated. No blood loss or other adverse reactions were noted with this occurrence. There was no harm.